Manufacturer narrative:
No device sample was returned for eval. A review of the mfg records indicated all device specifications and quality requirements were satisfied. Samples from the same lot were taken from inventory for eval. All measurements were within the dimensional specifications. The samples were functionally evaluated. The samples exhibited no signs of brittleness or cracking. Without eval of the actual device involved, we are unable to determine the cause of factors which contributed to this event. A review of the complaint database noted that this is the first reported incident of this nature for this device.

Event description:
It was reported that when tunneling with the trocar, a small piece of the tunneler sleeve broke off and was found under the skin. It was taken out with surgery.